Manufacturer narrative:
The pump was received with a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the functional testing due to the motor error alarm. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to a MRI. The insulin pump alarmed motor error. The insulin pump alarmed motor error again after she pressed the act button to rewind. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.